Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged particles/ device malfunction related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed no evidence of foam degradation associated to this allegation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer concludes there was no evidence of sound abatement foam degradation/ breakdown in the returned materials. Evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer became aware of an allegation that an end user developed unit screen went white and will not turn on, making a loud noise while using an dreamstation auto CPAP w/hum/cell, dom the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.